Event description:
Reportedly, device power shut off twice when switching from lead ii to paddles. Power was cycled back on again and did stay on without further incident. The pt was not resuscitated. The facility paramedic supv stated the reported malfunction did not affect pt outcome, due to a lack of pt viability.